Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead(s) implanted with the implantable pulse generator (ipg) system had disconnected from the connector causing falling energy and low heart rate. It was also reported that the patient was found on the floor and taken to the hospital where atrial fibrillation was noted. The lead(s) were reconnected and the ipg system remains in use. No patient complications have been reported as a result of this event.